Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump made a popping noise and one side of the housing came off exposing the underlying electronics which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe evaluation on 10/24/2014, the customer's complaint of a breach in the transformer housing was confirmed. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed damaged internal transformer components. The power supply was not plugged in and the voltage across the dc was not measured. Resistance across the dc plug was measured at 0.730m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 55 ohms, which is normal and indicates tha the thermal fuse did not blow.